Event description:
It was reported that the right apex lead was capped on (B)(6) 2017, due to insulation anomaly. The insulation anomaly was discovered during a device follow-up visit during interrogation. The patient's condition was stable before, during and post procedure.